Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running over the temperature specification (129 degrees should be less than 118 degrees). Therefore, the reported condition was confirmed. It was determined that the bearings were worn out which caused the heat. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device was found to be running hot during a maintenance check. It was reported that the event did not occur during surgery. It was not reported whether there were any delays or whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the date of event was reported as unknown in the initial report. It has been updated as (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.